Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. No event date was provided, therefore an approximate date of (B)(6) 2019 was used as the event date based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on novemeber 13, 2019 that spaceoar was implanted in the perirectal fat during a spaceoar placement procedure performed on an unknown date. Reportedly, the procedure was done under local anesthesia and there were no issues noted during spaceoar placement. According to the complainant, during a magnetic resonance imaging (MRI), the spaceoar gel was noted to be present in the rectal wall. There were no serious injury or adverse patient events reported as a result of this event.